Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned and evaluated. The reported events were confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. However, a definitive root cause could not be determined. However, a definitive root cause could not be determined. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU). IFU states the detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection¿. IFU states the preventative measures in cf-ez1500dl/I reprocessing manual ¿chapter 5 reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited whitish foreign material from the air/water tube and cylinder and jet-tube. There were no reports of patient involvement.